Event description:
The pump was returned to animas and was investigated by product analysis on (B)(4) 2013. Investigation found contamination in the force sensor assembly and an out of calibration force sensor. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump performed the rewind, load, and prime steps and the pump was exercised for 24 hours without alarms or interruptions. During evaluation, a force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and the contamination was found in the force sensor assembly. Unrelated to the evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.